Manufacturer narrative:
In section h11 of the initial MDR, australia was incorrectly noted. The correct country is canada.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is australia. Blocks h3 & h6: the omniwire was discarded and not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a patient. During use, the wire could not be normalized. It is unknown if the device was being used in an emergent procedure. No patient injury reported. This product problem is being reported in an abundance of caution because it is unknown if the failure occurred during an emergent procedure; potential for harm.